Event description:
Procedure performed on the pt in 4/97 did not work, the device was a failure. One month later the pt had to have another procedure done. The MFR has not rec'd any other notification of an incident against this lot. No further info appears to be available at this time.